Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient was hospitalized at christian hospital in quakenbrück with hyperglycemia. The pod was reportedly leaking while worn on the abdomen for between 25 and 36 hours. The patient's blood glucose levels rose between 400 and 500 mg/dl with high ketone levels. Symptoms reported include nausea, headache, abdominal pain and vomiting. Insulin injections and saline infusions were administered for treatment, the patient was released after 1 day.